Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient stated they had kinesiology therapy, they stated they slammed them on their back. Patient stated that during the procedure they said to themselves 'holy..'. The patient noticed they had a lot of back pain since then. Caller was redirected to their healthcare provider to have the ins and lead position checked. No further complications were reported or anticipated.